Manufacturer narrative:
H3, h6: the device was returned for root cause analysis, and the investigation did not duplicate the customer reported issue. The pump was found to have a degraded downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the degraded dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso seal was replaced, and the pump then passed all testing.

Event description:
The customer returned the product for the device not connecting to wifi, and during visual inspection it was found that the downstream occlusion (dso) seal was degraded. After investigation the results indicated a reportable malfunction due to the degraded dso seal. There was no patient involvement.